Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call damage on the insulin pump and hospitalization. Customer's current blood glucose was 227 mg/dl. Customer was unable to walk in a steady manner and as a result paramedics arrived and took customer to the hospital. Customer had a subdural hematoma of the brain. Troubleshooting for cosmetic damage was performed. Customer advised the lcd display screen was cracked, the screen was hard to read and the insulin pump fell down. Customer fell down while wearing the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.